Event description:
It was reported that the tip of the ablator of the rf probe fell apart and into the pt during an arthroscopy. The pieces were successfully retrieved and there was no pt trauma due to the incident.

Manufacturer narrative:
Final device investigation showed that the tip of the device was broken off.